Event description:
Per study adverse event report, this pt had a lead dislodgement. Per following physician's office, it was the rv lead that dislodged. The lead was successfully repositioned and remains implanted.